Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had received multiple insulin pump error alarms occurred during bolus. The customer's blood glucose level was 150 mg/dl. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that they performed self test and the test not passed. Customer also reported that the insulin pump received insulin flow blocked alarm. Customer states the insulin exited. Customer stated that the fill cannula was recorded in daily history. Troubleshooting was performed for insulin pump error alarm. The customer was advised to insulin pump will need to be replaced and revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. No delivery alarm or occlusion during therapy not confirmed. Pump error 63 confirmed in insulin pump history with variable and pump error 4 due to broken trace at keypad assembly . Volume did change when adjusted. Audio or absence of alarm not confirmed. (B)(4).